Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Two wire fixation bolts had to be removed from a patients frame and replaced. The bolts have cracked at the groove for the k-wire.